Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii devices failed to deploy. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the devices are received. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. An in-service training from a maquet rep has been recommended to the hosp due to the multiple issues that the customer has had with the heartstring iii device. (B)(4).